Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article received entitled, "gender-specific outcome after implantation of low-contact-stress mobile-bearing total knee arthroplasty with a minimum follow-up of ten years". Literature article "gender-specific outcome after implantation of low-contact-stress mobile-bearing total knee arthroplasty with a minimum follow-up of ten years" (2014) by norbert kastner & birgit a. Aigner & tobias meikl & jorg friesenbichler & matthias wolf & mathias glehr & gerald gruber & andreas leithner & patrick sadoghi published by international orthopaedics doi 10.1007/s00264-014-2453-4 was reviewed. The article purpose: to analyze gender-specific outcome differences after implantation of the low-contact stress (lcs) mobile-bearing total knee arthroplasty with a minimum follow-up of ten years. The article reports: the authors retroactively analyzed 138 prostheses in 108 patients. The authors did not find any statistical differences of clinical outcome between genders for the lcs knee implant. Patella resurfacing was not mentioned within the article. Cement usage/manufacturer was also not mentioned within the article. Depuy products involved: lcs knee implants. Complications: aseptic loosening (5), infection (3), implant wear (3), joint instability (1), periprosthetic fracture (1), surgical intervention (13), medical device implant removal (13).